Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one protack 5mm. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation displayed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device jammed. No other information is known.